Manufacturer narrative:
Unit unable to prime during prime test due to faulty force sensor resistor. Unit passed the basic occlusion test, displacement test and 10u bolusdelivery, no motor error alarms occurred during test. Motor tested ok.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.